Event description:
Per the patient, the transmitting coil became hot to the touch with device use. There was no allegation of injury. The device has been replaced and has been requested to be returned for analysis.

Manufacturer narrative:
(B)(4).